Event description:
Allegedly, the patient was revised due to mom complications (left). The patient decompensated right at the end of the procedure.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-01219, 01220, 01221.